Manufacturer narrative:
(B)(4). The patient was admitted on (B)(6) 2015 for abdominal pain and was diagnosed with peritonitis on (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of diagnosis of the peritonitis event was (B)(6) 2015. The peritonitis was manifested by cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event and was discharged after five days. Beginning on the day of onset, the patient was treated with intravenous vancomycin (dosage, frequency, and duration not reported) and intravenous gentamicin (dosage, frequency, and duration not reported) for the peritonitis event. The intravenous antibiotics were discontinued on an unknown date during the hospitalization. On an unreported date, the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with intraperitoneal vancomycin and gentamycin (dose, frequency and duration not reported) for the peritonitis. The patient was discharged from the hospital six days after admission and recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by nausea, vomiting, diarrhea, dizziness and weakness. The patient was treated with vancomycin 1 gram/250 ml IV piggyback every 24 hours and ceftraixone 2 gram IV piggyback every 24 hour to be given during pd therapy. The cause of the peritonitis was not indicated. The patient was admitted on (B)(6) 2015 and was informed they would be discharged on (B)(6) 2015. The patient decided to stay overnight and was discharged on (B)(6) 2015. It was reported the patient was recovering at the time of discharge. Intraperitoneal antibiotic treatment was continued at home. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient experienced peritonitis caused by a defective minicap. The minicap defect was not further specified. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.